Manufacturer narrative:
The insulin pump was received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Moisture damage was also noted on the motor, battery tube, and vibrator assemblies. The deice had cracked case at the display window corners, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported via phone, he had dropped the device and it wouldn't turn on. He inserted a new battery; it started to make a whistling sound but the display wouldn't turn on. Customer's blood glucose was 373 mg/dl. Customer accidently pulled it and it fell out his pocket. The drive support cap appeared to be normal. Do to the continue noise unable to finish troubleshooting. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.